Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the review of the black box data revealed multiple unexplained power reboot events. The battery compartment was cracked. The returned battery cap threads were partially stripped and the cap was unable to maintain electrical connection. A test cap was used for investigation; the test cap was fastened and then unscrewed half the turn with no power reboot occurrences. The ez-prime steps were performed correctly and no further power interruptions occurred during the investigation. Unrelated to the original complaint, upon removal of the pump cover, the c24 electrical component was found to be broken and loose from the printed circuit board oled (organic light-emitting diode) circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.